Manufacturer narrative:
Fi- trend review: the complaint listing report indicates that there were no other records related to this event for units manufactured on work order (B)(4). Review of all complaints of other-technical for the period of feb 2019 through jan 2021 related to date opened indicates that three points are above the upper control limit. However, an additional analysis does not require because for (dec 2019 and jan 2021) no complaints were found in the last 24 months and for (dec 2020) only one complaint was involved in the month. See ¿p-chart of other-technical for saline breast implants¿ attached. No patterns were found; therefore, no additional actions are deemed required. The trend of other-technical complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported right side deflation and implant exchange of the saline textured device. Healthcare professional additionally reported right side "plug strap separated." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and implant exchange of the saline textured device. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease flat, opening on anterior, and broken plug strap. Leak test and microscopic analysis were performed which identified a sharp opening and broken plug strap. A dimensional measurement in the shell was performed which identified the thickness was within specification. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp opening on anterior assessed as an unidentified (tear) opening, and a sharp broken edge on plug strap assessed as an unidentified (tear) opening. Reason for reoperation: deflation and plug strap separation.

Event description:
Additionally, healthcare professional reported "plug strap separated." Device has been explanted.